Manufacturer narrative:
This report filed june 30, 2016.

Manufacturer narrative:
This report is filed, january 18, 2016.

Event description:
Per the clinic, the patient experienced a decrease in performance with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2015; during the same surgery, the patient was re-implanted with a new device.